Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012. It is not clear if the patient tested her blood glucose with another device after the reported power issue occurred. According to the csr's documentation, the patient manages her diabetes with insulin (via insulin pump), the patient denied taking any action in response to the reported power issue, and subsequently immediately after the alleged issue occurred, the patient reportedly ''bottomed out'' due to low blood glucose. The patient, however, denied receiving any form of medical intervention after the alleged issue occurred. During troubleshooting, the csr noted the subject meter's battery did not need to be replaced (per owner's booklet recommendation), there was no misuse of the lfs product, and the subject meter did not turn on manually with the power button or with the test strips. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the meter was found to have a broken lcd cable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.